Event description:
Procedure type: unk. Patient gender: unk. According to the reporter, during utilization, the device broke and a metal part fell in the operating site (not inside the pt). No other information was available. No pt injury was reported.